Event description:
This patient had undergone a shunt revision earlier on in the day. The patient initially did well post-op, however within several hours of the procedure the patient began to experience alterations in mental status as well as a dilated pupil. A CT, computerized tomography, scan of the patient's head demonstrated no obvious change in ventricular status. A shunt tap was then performed which showed elevated pressure to 55. For this reason the fluid was drained and the patient was emergently returned to the or, operating room, for a revision of the right occipital vp, ventriculoperitoneal, distal end of the shunt. It was at this time it was noted that the codman showed no flow because the reservoir was not functioning properly.